Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have failed testing due to the returned test strips being discolored yellow. If any add'l info is available, the FDA will be notified in a follow up report. At this time co considers this matter closed.